Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7072605.

Event description:
It was reported that the patient experienced inadequate pain relief and a return of headache symptoms shortly after being implanted with the deep brain stimulation (dbs) system. It was confirmed via x-ray that both the leads migrated. The physician used off-label soft silicon anchors instead of boston scientific clik anchors for the procedure. The patient underwent a lead replacement procedure wherein both leads and cliks were replaced. The explanted devices will not be returned as they were discarded by the medical facility as per their policy. The patient was doing well post-operatively.

Manufacturer narrative:
Block b5: correction to the initial MDR block b3: exact date unknown, event occurred in (B)(6) 2021 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7072605.

Event description:
It was reported that the patient experienced inadequate pain relief and a return of headache symptoms shortly after being implanted with the spinal cord stimulation (scs) system. It was confirmed via x-ray that both the leads migrated. The physician used off-label soft silicon anchors instead of boston scientific clik anchors for the procedure. The patient underwent a lead replacement procedure wherein both leads and cliks replaced. The explanted devices will not be returned as they were discarded by the medical facility as per their policy. The patient was doing well post-operatively.